Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician phoned into technical services concerning the patients diagnostic implantable cardiac monitor that was oversensing pvc's. The physician was provided potential options for reprogramming of the device sensitivity. Follow-up with the physician revealed that they did not complete any programming changes at this time. The device remains in use. No patient complications have been reported as a result of this event.